Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) reported that they had an infusion site that was painful to insert and caused pain during delivery until the pwd received a line blocked alarm. The pwd removed the site to discover the cannula was bent. The pwd replaced the site with another from the same lot and had the same issue happen again. After removing the second bent cannula, the pwd put on a new infusion site from a different lot and did not experience any pain during insertion or during insulin delivery. There was no patient injury.